Manufacturer narrative:
Investigation summary: 2 samples were received and tested by our quality team with the customer's complaint of separation of male luer collar. The collars were removed from sets upon receipt and the customer's complaint has been verified. The dimensions of the male luers were measured as well as the one spin collar that was received (inner and outer dimensions) and all measurements came back within manufacturer's specifications. The root cause of this issue is unknown but the collars can come detached if they are tightened and the mating component does not stop after an adequate connection is completed. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Samples.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the plastic mobile luer that screws onto the IV site came off.